Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it could not be inflated. Reportedly, the balloon was then removed from the patient and was checked. A hole was noted in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reported address: (B)(6) block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem. The reported event of balloon pinhole is therefore not confirmed. Based on the available information and that the complaint device inflated successfully, the most probable root cause for this complaint cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it could not be inflated. Reportedly, the balloon was then removed from the patient and was checked. A hole was noted in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.